Event description:
It was reported that the patient presented during clinical follow-up. Dislodgement of the right ventricular lead was noted via x-ray. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. X-ray inspection found the helix was stretched and damaged consistent with procedural damage. Electrical testing, visual inspection and x-ray examination of the lead body did not find any other anomalies.